Event description:
It was reported that the customer had low suspend alarm on the insulin pump. The customer's blood glucose level was 280 mg/dl. The troubleshooting wa performed. The customer stated that he will at some point after he gets the blood condition under control go back and gry the sensor again but he is not sure when that will be.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.